Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving unknown medication via implanted infusion pump. It was reported the patient had a successfully operating intrathecal pain pump for some time. Over three to four months there had been increasing induration with associated pain around the pump at that time. The procedure was undertaken to explore the pump capsule, and revise any potential pain generators or other abnormalities found. A capsulotomy was done in order to deliver the pump out of the capsule. A remarkable amount of scarring was found both superficial to the pump capsule and medially and laterally. The areas of exuberant scar were dissected out. The pump was located approximately 1 inch caudad from its original location and secured to the posterior capsule wall with 0 silk retaining sutures. The bulk of the excessive scarring was seen to be removed and the pump fit comfortably in the capsule. Within approximately 48 hours, the patient began to experience considerable relief. The patient would b e observed on an ongoing basis for comfort and healing. No further information was reported.